Event description:
It was reported that "surgeon requested universal extraction set for a case. The case went un-covered... But I did talk to him...he said that when he put together the handle and the conical reamer...it went together smoothly. He got the hardware..but he couldn't get apart the reamer to handle." Another handle was used to complete the surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.